Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The 90% stenosed, eccentric, de novo target lesion was located in the non tortuous, moderately calcified proximal to distal right coronary artery (rca). The lesion length was 76mm and the reference vessel diameter was 2.5-4.0mm in length. First a jr4 6 fr guide catheter along with a non-bsc guide wire was advanced to the lesion. Then the lesion was pre-dilated with a non-bsc 1.5x15mm balloon and a non-bsc 2.5x15mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. Next a taxus element 2.75x38mm stent was advanced to the lesion site. There were no reported issues crossing the lesion or resistance met. At some point prior to inflation of the delivery balloon, the stent dislodged from the balloon in the mid rca. The stent was retrieved with a snare and removed from the patient. The procedure was completed with three non-bsc bare metal stents. No patient complications were reported and patient status is reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a mr taxus element stent delivery system (sds) with the stent detached/separated. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds without the stent was visually, tactilely and microscopically examined along the entire shaft length and found no defects or anomalies. The distal end of the sds was inspected under magnification and no damage was seen on the tip. The stent implant was not present on the balloon of the sds; however, there were stent strut impressions present on the surface of the tightly folded balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was damaged and stretched throughout the entire stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The 90% stenosed, eccentric, de novo target lesion was located in the non tortuous, moderately calcified proximal to distal right coronary artery (rca). The lesion length was 76mm and the reference vessel diameter was 2.5-4.0mm in length. First a jr4 6 fr guide catheter along with a non-bsc guide wire was advanced to the lesion. Then the lesion was pre-dilated with a non-bsc 1.5x15mm balloon and a non-bsc 2.5x15mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. Next a taxus element 2.75x38mm stent was advanced to the lesion site. There were no reported issues crossing the lesion or resistance met. At some point prior to inflation of the delivery balloon, the stent dislodged from the balloon in the mid rca. The stent was retrieved with a snare and removed from the patient. The procedure was completed with three non-bsc bare metal stents. No patient complications were reported and patient status is reported as stable.